Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy of the target lesion located in the anterior tibial artery. After the guidewire was crossed into the lesion, a 2.0mmx30mmx143cm nc quantum apex was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was replaced with a 3.0mmx30mmx143cm nc quantum apex; however, during the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy of the target lesion located in the anterior tibial artery. After the guidewire was crossed into the lesion, a 2.0mmx30mmx143cm nc quantum apex was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was replaced with a 3.0mmx30mmx143cm nc quantum apex; however, during the second inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported. It was further reported that the target lesion was 100% stenosed, mildly tortuous and severely calcified.